Event description:
No harm to pt. They did test on the back table prior to using on pt and it worked without issue. The stapler partially stapled, didn't cut or leave any exposed tissue, the rep for the MFR was in the room and also reported. After event, the rep opened a new one and they completed the surgery. The rep (B)(4) plans to take the device and sent it back to the company.